Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having filling slowly alarms. The patient discontinued treatment due to the large drains. A review of the patient¿s treatment records identified that the patient drained 7017 ml during drain 1 of the treatment. This drain volume is 351% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient completed treatment using the cycler. The patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The patient has not received their new cycler yet. The old cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent voltage verification check, tech pump test, system air leak, and valve actuation testing and was found to meet product specifications. A patient sensor check was also performed and the cycler was found to be within tolerance. An internal visual inspection of the returned cycler encountered no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having filling slowly alarms. The patient discontinued treatment due to the large drains. A review of the patient¿s treatment records identified that the patient drained 7017 ml during drain 1 of the treatment. This drain volume is 351% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient completed treatment using the cycler. The patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The patient has not received their new cycler yet. The old cycler is available to be returned to the manufacturer for physical evaluation.